Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the infection was identified because the patient had inflammation. Additionally, the device and right ventricular (rv) lead were replaced. Following the procedure, a wound culture was performed and confirmed the infection. The patient was prescribed antibiotics to resolve the infection.

Manufacturer narrative:
This product is registered as a combination product. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-23179. It was reported that a pocket infection was observed. The device, right ventricular (rv) lead, and right atrial (ra) lead were all explanted to resolve the event. The patient was in stable condition.